Manufacturer narrative:
Date sent: 06/19/2009. Conforming visually. The analysis results showed that three ecr60b reloads were received in good visual condition and fully fired. No functional test was performed. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to placement of the staple retainer. In addition, at finished goods the reloads are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the cartridge only had three staples. The procedure was converted to open and completed with hand suturing. The pt is fine. Additional information was requested, but unavailable.